Event description:
It was reported that the device leaked at the tubing filter. The product contained blinatumomab. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed, and no nonconformities were identified. Visual and functional tests were performed. A leak was observed coming from the air vent of the inline filter, which confirmed the customer's complaint. The probable cause was due to the filter losing its hydrophobic properties.